Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned device showed no signs of physical damage. The verify accuracy testing test failed. The connected to clm4 and usb test did not connect. An internal inspection revealed corrosion on the receiver board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician reported a clic device that would not calibrate prior to any treatment. It was confirmed there was no patient involvement reported. The device was returned to the manufacturer, and an internal inspection showed visible thermal damage to the receiver board.